Event description:
It was reported that during a laparoscopic gastric bypass procedure, the outer seal leaked air. The device was removed and another device was used to complete the case with no patient consequence.

Event description:
It was reported that the device was explanted after an implant duration of approximately 132.9 months. On 10/22/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to aortic stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.